Event description:
The patient electronic unit cable was broken and causing the pillow /cable to spark. Patient is able to send valid readings via a new patient electronic system. There were no patient consequences.

Manufacturer narrative:
The power adapter cord was returned. External visual inspections of the power adapter cable revealed damage. Diagnostic testing confirmed the reported event.